Manufacturer narrative:
(B)(4). Concomitant medical products: 00771300900,modular femoral stem press-fit plasma sprayed cementless size 9, 61441002, 00784801300, modular neck p 12/14 neck taper use with +0 heads only, 61348891. Reporter indicated that product location is unknown. Reported event was unable to be confirmed as limited information received from the customer. Review of the device history records did not identify any deviations or anomalies related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06246, 0001822565-2018-01124. Product location is unknown.

Event description:
It was reported patient received a right revision procedure seven years post-implantation due to elevated metal ion levels. MRI results demonstrated adverse local tissue reaction around the prosthesis and pseudotumors around the hip. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by operative notes received. Right hip revision op notes demonstrated that the patient was revised due to adverse tissue reaction, elevated metal ion levels and pseudotumor. During the revision, significant poly wear was identified. The cup was well-fixed. A new locking ring and liner were implanted. Stem was removed. New competitor¿s stem, neck and head were implanted. Evidence of trunnion wear with metallic wear debris evident. Review of the device history record identified no deviations or anomalies would contribute to reported event. Additional information does not affect the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: corrected the lot number of 00784801300, modular neck p 12/14 neck taper use with +0 heads only, 61346691.

Event description:
No further event information available at the time of this report.